Event description:
A piece of the dilator may have broken off inside the patient.

Manufacturer narrative:
The complaint was confirmed. The piece of the blue vessel dilator fractured from the distal tip and was not returned for evaluation. The fracture at the distal tip of the dilator exhibited jagged edges and surfaces, indicative of a brittle fracture. Only the distal 2.6 inches of the dilator was returned for evaluation. The proximal end of the dilator segment was granular, indicative of a break. The remainder of the dilator was not returned for evaluation. The sheath was returned for evaluation. Which had been split by the user. There was a break in the sheath just distal to the tab.